Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and found diagnostic codes relevant to the reported incident recorded in the ventilator's memory log. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, a 980 ventilator was inoperable. The ventilator was not in use on a patient at the time the malfunction occurred.

Manufacturer narrative:
Covidien reference number (B)(4). The covidien service engineer (se) inspected the device and verified the malfunction. The se replaced the safety valve. The se performed extended self-testing on the device and all tests passed.